Event description:
It was reported that a patient was experiencing connectivity issues with a usb charger for their pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and tandem technical support closed the case following this decision.